Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a 52mm evoque procedure in tricuspid position where approximately eight (8) days after implantation, a conduction block was reported and a permanent pacemaker (ppm) was implanted. The patient did not have any conduction disturbance before the procedure and baseline rhythm was atrial fibrillation. The device was deployed in the desired annular position. During ppm-implantation, a pericardial effusion appeared. Additionally, the physician reported that after the pacemaker implantation (competitor product), the transvalvular tricuspid regurgitation was graded as severe 3+, previously zero in follow-up tte after evoque implantation.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, b6, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. The complaint for thrombus formation (device) - post procedure was confirmed through objective evidence via imaging evaluation. Unable to determine the halt score from the limited tte assessment. There is moderate-severe transvalvular tr with no pvl. The evoque valve appears in an adequate position and stable. However, due to limited imaging a definitive root cause cannot be determined.

Event description:
Internal review of imagery post implantation of permanent pacemaker noted the septal leaflet of the evoque valve appears thickened and immobile based on limited views. There is moderate-severe transvalvular tr with no pvl. While the reported severe regurgitation may also be related to procedural/patient factors during ppm placement, the potential relationship/worsening cannot be dissociated from the thrombus identified during internal imagery review.